Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 3.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for few seconds, the balloon ruptured and backflow of blood was noted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 41mm long starting at the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 3.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for few seconds, the balloon ruptured and backflow of blood was noted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.